Event description:
Customer reported insulin has leaked from the cartridge into the infusion device for the past 3 months. The customer's blood glucose was 500 mg/dl on (B)(6) 2014 after she changed the cartridge, and she felt sweaty. She noticed a large amount of insulin in the infusion device and dried the cartridge compartment with a paper towel. She delivered several boluses and her blood glucose decreased to 83 mg/dl by 5:49 p.m. On (B)(6) 2014. Her normal range is 126-149 mg/dl. The customer's husband does not believe the leak was caused by the cartridges because it's been an ongoing issue. The infusion device, cartridge, and adapter were replaced and requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.